Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on 2/19/2021. The device evaluation was completed on 3/3/2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium had a slow back flow with a small amount of bleeding. They were unable to identify any broken or separated piece on visual inspection. The patient¿s hemodynamics was not compromised. No interventions were required. No air entered the patient¿s body. The sheath was replaced with a new vizigo sheath and the issue resolved. The procedure was continued without any further incident. The biosense webster, inc. Product analysis lab conducted a visual inspection and triage evaluation of the returned device. Visual analysis of the returned sample revealed that reddish material was found in the hub, no valve damaged observed on the carto vizigo sheath catheter. Then, irrigation test was performed and it was found within specifications. The device was irrigating correctly. No irrigation issues were observed. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use states that use best practices for inserting or retracting any device at the hemostatic valve. Also states that do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 3/9/2021, observed a correction under follow-up #1 as h4. Device manufacture date was omitted. Therefore, processed along this section.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium had a slow back flow with a small amount of bleeding. They were unable to identify any broken or separated piece on visual inspection. The patient¿s hemodynamics was not compromised. No interventions were required. No air entered the patient¿s body. The sheath was replaced with a new vizigo sheath and the issue resolved. The procedure was continued without any further incident. With the available information, this event was not assessed as a patient event but as a MDR reportable product malfunction for a hemostatic valve separation since it is most likely that the bleed back occurred due to a malfunctioning/dislodged valve.